Event description:
Per the clinic, the patient developed a wound infection three weeks following device activation. The patient was subsequently treated with antibiotic therapy (type not reported). The infection was reported to have resolved. The implanted device remains in place.